Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: yrir16115 abdominal stent graft, implanted: (B)(6) 2001; yrbr2816165 abdominal stent graft, implanted: (B)(6) 2001. (B)(4)

Event description:
It was reported that the right atrial (ra) lead had undersensing and high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.